Event description:
The fse reported that the customer complained of the steering handle being difficult to turn causing the system to be difficult to transport. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering assembly was evaluated and replaced. The system was tested and found to be working as intended ad returned to service.